Event description:
Customer reported that the insulin pump alarmed compromised force sensor twice during prime. The first time the display went blank and then numbers counted up after 30 seconds. Customer stated that insulin was squirting out of the tubing. Customer was disconnected during prime. The insulin pump might have been dropped on the carpet. The drive support cap is recessed. Blood glucose value was around 150 mg dl and 171 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to verify a33 alarm due to detached end cap. The insulin pump was monitored and had no blank display or counted up numbers on display noted the insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.